Manufacturer narrative:
Product complaint #(B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation summary: background: it was reported that on (B)(6) 2021, during spinal fusion procedure the final tightening expedium construct, six (6) setscrews and final tightening shaft stripping. There was no surgical delay. There were no fragments generated. There were no patient consequences. The procedure was successfully completed by replacing stripped shafts with new. Concomitant device reported: unknown rod (part# unknown, lot# unknown, quantity unknown). Unknown screw (part# unknown, lot# unknown, quantity unknown). This complaint involves eight (8) number of devices. Visual inspection: the verse x25 inserter/tightener (part # 2797-04-230, lot # gm5597107) was received at us cq. Upon visual inspection, it was observed that the distal tip (drive feature) of the device was twisted. The very distal portion of the tips was rounded, almost worn to the core. Due to the worn condition of the tip, device functionality was compromised. The noted issues were consistent as end-of-life indicators for the device. Conclusion: the complaint was confirmed for the received device. After a visual inspection per guidance provided, it is determined that the reusable instrument is worn from repeated use and servicing; therefore, further investigation for the reported complaint device is not required. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. H3, h4, h6: device history lot a review of the receiving inspection (ri) for verse x25 inserter was conducted identifying that lot number gm5597107 was released in a single batch. Batch1: lot qty of (B)(4) units were released on 04 dec 2020 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device history batch null, device history review the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021 during a spinal fusion procedure, the final tightening expedium construct, six (6) setscrews and final tightening shaft stripping. There was no surgical delay. There were no fragments generated. There were no patient consequences. The procedure was successfully completed using a replacement shaft. Concomitant device reported: unknown rod (part# unknown, lot# unknown, quantity unknown); unknown screw (part# unknown, lot# unknown, quantity unknown). This report is for one (1) verse x25 inserter/tightener. This is report 1 of 8 for (B)(4).